Event description:
It was reported that during surgery, the tip of the screwdriver broke, so it was impossible to tighten the cannula.

Manufacturer narrative:
This report will be amended when our investigation is complete.